Manufacturer narrative:
Philips has investigated this problem. According to the additional information collected, the device was in clinical use when the issue occurred, and the procedure was delayed and restarted the machine. The philips field service engineer (fse) inspected the system on site and confirmed that system did not complete the boot up sequence and it froze at the 0:00 countdown screen. Review of the system log file showed that the 24v power supply does not pass self-test. To resolve his issue, fse replaced power supply and reloaded the firmware. The defective component was returned to philips for analysis. The cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.